Event description:
Healthcare professional reported left side rupture and a implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and implant removal from textured to smooth due to the concerns of the product.

Manufacturer narrative:
Device evaluation: ¿ rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional, changed, and/or corrected data: a3, d6b, d9, h3, h6.

Event description:
Healthcare professional reported left side rupture and a implant removal from textured to smooth due to the concerns of the product. Device has been explanted.